Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an leakage event with an infusion set which leaked at site after being used for 3 hours and 30 minutes. Patient's blood glucose level at the time of event was 310 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.